Event description:
The customer reported obtaining erroneously elevated troponin I (access accutni) results, above the acute myocardial infarction cut-off, for five (5) patients from the access 2 immunoassay analyzer. Subsequent testing of the patients' samples on an alternate access 2 analyzer produced lower results within the normal reference range of the assay for all five patients. The customer did not release the initial elevated results from the laboratory therefore there was no change or affect to patient treatment in connection with this event. The customer did not supply any quality control (qc) results, calibration curves, or system check data for this event. The customer stated that the accutni qc performed within the laboratory's specifications prior to the event. The customer attempted to run qc following the event but was unable to obtain any results as the analyzer produced multiple wash pump/valve motion errors and system (sys) flags. The patient samples were collected in plasma tubes and analyzed from insert cups. The customer did not provide any other information regarding sample processing or sample handling in conjunction with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and made adjustments to the mixer speed and ultrasonic voltage. The fse also discovered air bubbles in the wash valve and proceeded to replace the wash pump seal, the wash valve stator, seal, and rotor shaft. The fse verified the repairs as per established procedures and no further bubbles were seen in the wash valve. Results: failure mode of the event is attributed to hardware; the fse replaced multiple wash pump/valve parts to resolve the issue.